Event description:
Information received indicates a nurse call cannot be placed by pressing the siderail switch.

Manufacturer narrative:
The technician replaced the communications cable to repair the bed.